Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple self-test fails after this date and the device appears to be turning itself on automatically. The problem with the pad device was cause by a fault with the membrane. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.